Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). This device was replaced and is not being returned to boston scientific for analysis by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.